Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 140 mg/dl. The customer was able clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that they were receiving another pump error alarm after a battery change. The troubleshooting was performed. The customer was advised the insulin pump need to be replaced. The customer was advised to continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.